Event description:
It was reported that during an ipg replacement (related manufacturer reference number: 1627487-2022-04796), the patient's lead was cut. The ipg could not be re-connected to the lead and as a result, surgical intervention may be pending to revise the remaining lead fragment.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced to address the issue. It was determined that during an ipg replacement, the patient's lead was cut. The ipg could not be re-connected to the lead and as a result, the lead was left implanted and is disconnected in the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.